Event description:
After a recent laparoscopic cholecystectomy, a patient was diagnosed with an enlarging saccular aortic arch aneurysm that was 3 cm in length. In 2006 the patient underwent coronary artery bypass grafting, debranching of the aortic arch, and endovascular exclusion of the aortic arch with two gore tag thoracic endoprostheses (tg3415/lot# 03707614 and tg4010/lot# 04125257). A final intraoperative angiogram revealed that the debranching graft was patent, good seal was obtained with the gore tag thoracic endoprostheses, and the aneurysm was completed excluded. Postoperatively, the patient did not show signs of neurologic activity and a computed tomography scan indicated that the patient suffered from severe multi-locational strokes. The patient was withdrawn from life support and expired 2 days later.

Manufacturer narrative:
The device remains in the pt. A review of the mfg peperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. In the context of this case, causation between the use of the tag device and the event is practically impossible to establish with any degree of medical certainty. This is so, because of the patient's numerous comorbidities and the complex surgical sequence starting with a multi-vessel CABG procedure, an aortic arch replacement with great vessel debranching, and finally placement of the tag device. Any of these surgical repairs alone could have caused or contributed to the event. None of the evidence reasonably suggests with any medical certainty which one of the surgical repairs in fact did cause or contribute to the event, or whether the sequence of surgical repairs in concert solely caused or contributed to the event. Because the evidence cannot exclude the tag device from some undefined role in the event, this event is reported as an MDR in order to provide the agency and clinical community with the broadest understanding of device use. Additional device implanted in this patient: tg4010, lot # 04125257.